Event description:
Health professional reported an alleged failed port with a lap-band device. The patient experienced poor restriction. When fluid was added to the band, the doctor was unable to aspirate fluid back. No diagnostic testing was conducted. The port was explanted and it is unknown if it was replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has been received by allergan however analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the bend, the port or the connector tubing."